Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding a patient having spinal therapy. It was reported that the cement was opened in a sterile environment during cement preparations and found that liquid was frozen. Even after breaking the vial it could be seen frozen to bottom corner of the vial. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that cement was stored in standard conditions. Procedure involved in the event was kyphoplasty.

Manufacturer narrative:
G2: country of the event is india. G4: the similar device with product# cx01a with 510(k)# k102397 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# c05b, lot# faef124 visual inspection confirmed the vial was returned cracked and broken. It appears to the vial was damaged during the shipping and handling process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.